Event description:
The following was reported via maude event report by the patient ((B)(4)): it is alleged that on (B)(6) 2007, the patient was implanted with bard flat mesh. In 2011, the patient was lifting heavy bags and felt a pain in her groin. Woke up the next day with numbness in the leg and hip. Patient saw several md's. The feeling in the leg returned, but numbness and pain continued in the groin and hip. After testing the md told the patient that she suffers from meralgia paraesthetica. The mesh appears to have "shifted" and pressing on the inguinal nerve. The following is based on medical records provided by the patient: (B)(6) 2007 - patient underwent right inguinal hernia repair with mesh. On (B)(6) 2012 - physical medicine, rehab, follow up office visits, physical therapy: ongoing numbness in right groin right anterior thigh, around inguinal hernia repair. Patient reports mesh felt good until undisclosed injury occured. Assessment: lower back pain, right groin pain secondary to scar tissue and significant muscle imbalances.

Manufacturer narrative:
Based on the information provided, it is unknown whether the mesh caused or contributed to the reported event. The medical records provided document visits and assessment from a physical therapist. The patient provided product identifiers and a review of the manufacturing records was performed and there was no evidence of a manufacturing related cause for the reported event. If additional information is provided, a supplemental report will be submitted.